Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 4.00x28mm ion stent delivery system was being removed from the protective hoop when it was noted that the distal end of the stent was "elongated and stretched out." The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 4.00x28mm ion stent delivery system was being removed from the protective hoop when it was noted that the disital end of the stent was "elongated and stretched out." The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the three distal rows of stent struts were stretched; the distal end row was approximately three mm distal to the distal markerband. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).